Event description:
It was reported that a tandem mobi cartridge alarm occurred, specifically cartridge alarm 34. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer decided to use mdi as a backup therapy to ensure insulin delivery was not interrupted and was instructed to return the problematic pump to tandem. A replacement pump was sent to the customer, and they were guided on how to prepare the current pump for return and steps for integrating the replacement.